Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The fse replaced the universal surgical manipulator (usm) 2 to resole the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported problem as having occurred in the field via remote fe and replicated it in-house. The unit was tested on an in-house system in normal mode with a triggered error of 319. The unit was also tested on a pftp where the fiber test failed. A golden rolling loop fiber was tested, and the fiber test passed on the retry. The rolling loop fiber assembly will be replaced as a fix. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-recoverable errors with the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had repeated recoverable faults. Furthermore, they had a recoverable 40084 error on the screen and then shortly after had a non-recoverable 307 error. The customer had undocked the robot at the time of the call. The technical service engineer (tse) reviewed the system logs and noticed multiple 25730 maxis and 40084 communication errors and a single 307 error reported by universal surgical manipulator (usm) 2. Therefore, the tse recommended that the customer hard power cycle and emergency power off the patient cart, but this did not resolve the issue. The customer then powered the system back on, but had a 319 error occur. The tse then recommended that the customer bring arm 4 in place of arm 2 since arm 4 was not being used at the time. The customer then stated that the surgeon elected to convert the procedure to laparoscopic surgery. The clinical sales representative (csr) called in afterwards and asked how to disable arm 2, which the tse explained how to do so. The customer confirmed that the procedure was not being converted back to da vinci from laparoscopic. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported case was for an inguinal hernia procedure with on (B)(6) 2022 and it was converted to laparoscopic since arm 2 was not functioning. No further information was provided. Additional follow-up attempts have been performed, but no further information has been received as of the date of this report.